Manufacturer narrative:
The manufacturer previously reported a ventilator was inoperative. There was no harm or injury reported. The device was evaluated by a third-party service center and the customer's complaint was confirmed. The device's system board was replaced to address the issue. Additionally, not related to the ventilator inoperative issue, the device's air inlet foam was replaced preventatively. The device was tested and passed all final testing.

Event description:
The manufacturer received information alleging a ventilator was inoperative. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.